Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the 2nd diagonal coronary artery that was both mildly calcified and tortuous. A trek rx was attempted to deliver to the lesion but failed to cross due to interaction with the anatomy. Resistance was met during removal due to interaction with the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon catheter was used, then a drug coated balloon and the procedure was completed. No additional information was provided.